Event description:
Customer reported she was changing her infusion set and device would not allow her to fill. Customer's blood glucose was 105 mg/dl. Device alarmed no delivery. Fixed prime was performed and insulin did exit. Customer was unable to remove set to see if it had a bent cannula. Customer was advised site might be occluded. No further information reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.